Event description:
This external fixator broke two weeks after its application with resultant loss of reduction. The patient was very calm and not of the litigious type according to reports from the dr. The doctor, however, was quite concerned, as he applies three or four of the devices in one or two months. The patient presented to providence emergency department and required re-operation and application of a second clyburn fixator. The devcie was steam autoclaved and sent to zimmer, inc. For inspectiondevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.